Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an error 5 message. According to the ot ultra2's owner's manual, an error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6pm, the patient reported obtaining readings of "50 and 61mg/dl." The patient reported using oral medications (type and dose unknown) with diet and exercise to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 6pm, after the alleged issue occurred, she had a rapid heart rate. It is unclear if the symptoms were intermittent, ongoing or worsened. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca was able to resolve the alleged issue with a retest. The cca confirmed the patient was using the correct test strips and there was no misuse of the product. The cca noted that the test was done with control solution. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.